Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash underneath the front therapy electrode. The patient reported that the rash was blistery at first and then looked more like a red heat rash. The patient's home health nurse applied different creams. The patient saw her physician, and the physician determined that the irritation was contact dermatitis caused by a metal allergy. The physician prescribed cortisone. Follow-up indicated that the rash began to heal and that the patient continued wearing the lifevest.